Event description:
It was reported that the bd vacutainer® barricor¿ lh plasma blood collection tube had poor separator movement. The following information was provided by the initial reporter, translated from japanese to english: when the customer checked the vacuum before usage, the mechanical separator was found to have fallen to the bottom of the tube.

Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: 2165714 bd received 1 sample and 4 photos for investigation. The photos and customer samples were reviewed and the indicated failure mode for low separator position was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of low separator position was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode low separator position. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® barricor¿ lh plasma blood collection tube had poor separator movement. The following information was provided by the initial reporter, translated from japanese to english: when the customer checked the vacuum before usage, the mechanical separator was found to have fallen to the bottom of the tube.